Manufacturer narrative:
A review of the last three product maintenance review's for trends indicated no trends for this issue on this product. The historical complaint data from december 01, 2015 to december 31, 2017 was reviewed as it relates to reports for product part number mm61110070. A total of two (2) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. Lot number 620039r004, 7.0mm endotrachael tube product number mm61110070 was manufactured in (B)(6) beginning on april 16, 2015 and ending on april 21, 2015. The lot size was (B)(4) units. Tube printing operations were completed on april 16, 2015 with the assembly operations following on april 20, 2015. A 100% inspection was performed on april 16, 2015 immediately following the assembly operations. No defects or any other abnormalities were found with the product, including any defects associated with the cuff balloon and/or disconnection. In addition, a quality control inspection was performed on a 200 piece sampling of the lot with no defects found. Product packaging was performed on april 21, 2015 and a quality control sampling of 125 pieces were inspected and no defects were found. The product was then released for sterilization under sterilization lot ID 2015-d-35e. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury.additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The healthcare professional reported patient desaturated spo2 88-90%- endotracheal cuff deflate. Staff nurse re-inflate but cuff still deflate. Doctor decide to re-intubate patient due patient still desaturated. When extubate patient, notice endotracheal cuff tubing disconnected/disattached from ett. No further event details or patient information is available at this time. A photograph was provided by the complainant.